Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Based on the clinical details the patient vomited and moved extremities causing bleeding at the impella sheath site. The root cause of the access site bleeding issue was most likely patient movement.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was noted that during access the patient vomited and moved extremities causing bleeding at the impella sheath site. The physician was in the process of removing sheath when the patient vomited and moved. The patient was bleeding a decent amount. The patient as aspirated and vagaled down dropping the patient's pressure and heart rate and required emergent intubation. Manual pressure was held and forward tension suture was placed. Two units of blood were administered. Bleeding was controlled. The patient weaned from impella and was noted to be recovering well.